Manufacturer narrative:
Submit date: 2017-10-19.

Event description:
According the reporter, on( B)(6) 2017, during procedure, the line of the product was blocked. Patient outcome was unknown.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. A sample with lot number 707385664x was received for investigation. After performing a functional inspection, the condition reported was confirmed. A preventative action is not required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.